Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding the manufacturer of the device, event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are pain, right side larger than contralateral side, hardness, and deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side pain, larger than the contralateral side, and "hard." Patient additionally reported "ever since a mammogram" patient "thinks they popped the implant" device remains implanted.